Event description:
The user facility requested a repair for the evis lucera duodenovideoscope due to an insertion tube air leak. The facility did not confirm when the event was found but stated there was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, the adhesive part of the lighting lens was peeled off and there was a gap in the tip adhesive part and dirt has entered the inside of the lens through the gap. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition to the event, no watertightness due to a hole in the insertion tube caused by external factors. Bending angulation is insufficient due to stretched of angle wire. There is play in the angle knob due to the extension of the angle wire. Forceps levers are not watertight due to wear. There is corrosion due to water leakage in the control section. The bending section cover adhesive is chipped. The adhesive part of the lighting lens is peeling off due to handling. The suction cylinder is shaved and the universal cord is crushed due to external factors. The air/water supply and suction cylinder has peeling paint. Universal cords have stains and there is dirt in the control section that are difficult to remove due to handling and lack of cleaning. There is flooding in the electrical connector. There are scratches on the scope connector, the tip cover, insertion tube the control section, the switch box, the grip, the right/left and up/down knob the scope connector cover, the universal cord, the boot on the control and scope connector section side of the universal cord section due to external factors. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap and peeling the adhesive likely occurred due to physical stress such as dropping or hitting the device, or deterioration by chemical stress during reprocessing. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.